Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and damage. The customer blood glucose level at the time of the call was 256 mg/dl. The customer states they are not experiencing any symptoms. The customer did not contact their healthcare professional and does have a backup plan. The customer used the insulin pump to treat. The drive support cap appeared normal. There was a very small air bubble, but did not find a leak. The high pressure test was performed and passed. The customer was advised to change the entire set, reservoir, insulin. The pump had a crack was found in the housing. The insulin pump will not be returned for analysis.